Event description:
It was reported that the health care professional requested review of non-sustained ventricular tachycardia and signal artifact monitor (sam) episodes stored by this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed per request. Ts advised the sam episode is false. Ts provided episodes reviewed appear to be electromagnetic interference. Ts noted no inappropriate therapy had been delivered due to noise oversensing. Additional information has been requested but not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.